Manufacturer narrative:
Reporting institution name -(B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the ventilator was not able to power on. The device was not in clinical use at the time of the event. The authorized service provider (asp) confirmed the reported complaint and found that the power supply failed. The asp replaced the power supply, and the issue was resolved.

Manufacturer narrative:
Upon further investigation, the issue was found during testing. Therefore, this complaint no longer meets reportability requirements.